Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt fill needle had foreign matter in the ampule visible when using the product. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Our manufacturing facility used the returned needle and the photo provided to conduct our investigation. Based on the photo we are able to verify the presence of foreign matter. The returned needle was examined under microscope without observing any damage to the cannula point. Unfortunately were not able to identify the origin of the substance as we were not provided the entire affected sample. We tested the sample using different angles of penetration with a lab vial having no difficulties and finding particles from vial stopper fragmentation. Our production and inspection records have established that all production and quality processes were carried out normally. Assembled needles come from batch 7265312 (B)(6) 2017) which were manufactured in machine nº4408 and 120 visual inspections of 25 units were performed with 0 rejections noted. Based on above results, we cannot confirm the nature and the origin of the identified particle because we have not been provided the syringe used. Based on an evaluation of severity, occurrence and since no adverse event took place, it was determined that no corrective action is required at this time.